Event description:
Reason for report: significant chemical, physical or other change or deterioration in the device or any failure of the device to meet the specs established in the approved PMA that could not cause or contribute to death or serious injury but are not correctable by adjustments or other maintenance procedures described in the approved labeling. The device was inadvertently implanted 3 mos after the "use before date" had passed. The device was correctly labeled and the sterilization expiration date had not passed. Corrective action: the co has notified the pt's implanting/following physician. A corrective and prevenative action report has been generated.